Event description:
It was reported: the arthroplasty was revised due to polyethylene wear and severe degenerative changes to patellofemoral joint. The tibial insert was revised. The components were implanted in situ for 3.24 years (approx. 3 years 4 months)."

Manufacturer narrative:
Method: DHR review. This was reported by a research facility. Neither the device nor additional information are available.